Manufacturer narrative:
(B)(4).

Event description:
It was reported that during regular follow-up, inappropriate auto mode switching due to far p-wave oversensing was observed. There were too many mode switches that did not have an egm that suggested actual atrial arrhythmia (at,af,or afl). Programming changes were made. Patient was fine during follow-up and had no symptoms.